Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient did not wear a mask. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazoline (2 grams per day) and intraperitoneal gentamycin (80 mg per day) for peritonitis. Dianeal therapy remained ongoing. Seventeen days after the event onset, the cefazoline and gentamycin were discontinued and the patient was discharged from the hospital. Also that same day, the patient recovered from the peritonitis event. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.